Event description:
It was reported that, "the above listed implants were found to be loose and the tibial baseplate had subsided, with the medial tibial bone collapsing. All of the above were explanted and replaced with the following: (B) (4) ((B) (4)) triathlon ts femur #2 right, (B) (4) ((B) (4) and (B) (4)) right distal femoral augments #2.5mm, (B) (4) ((B) (4)) 12x50mm cemented stem, (B) (4) ((B) (4)) triathlon universal tibial baseplate #3, (B) (4) ((B) (4)) #3 10mm tibial augment, (B) (4) ((B) (4)) 12x100mm cemented stem, and (B) (4) ((B) (4)) x3 ts tibial insert # 3 16mm."

Manufacturer narrative:
The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1998. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00542.